Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Initial observation of the exposed portion of the soft cannula found it to be kinked. It could not be conclusively determined when or how this damage occurred. During investigation, fluid was able to flow through the entire fluid path despite the damage to the soft cannula. A leak test was performed and no leaks were observed in the fluid path. The download data from the returned device contains no hazard alarms, timeouts, or drive stalls that would indicate a struggle to deliver insulin. No damages or defects were observed that would result in fluid leaking from the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours on the leg. There was insulin leaking noted at the site.